Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain/pain') in a 37-year-old female patient who had essure (batch no. 12100241600ba not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight. Patients denies cp, palpitations, sob, abdominal pain, nausea & vomiting, change in bowels, or calf tenderness or swelling, bleeding or clotting disorders, painful bm's, severe mood disturbance or irritability. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included blood pressure high since (B)(6) 2012, uterine fibroid, uterine bleeding, bloating, constipation, endometriosis, ovarian cyst, type 1 diabetes mellitus, facial paresthesia, feeling down, pain in heel, leg pain, stomach pain, epigastric pain, hypertension, thrombosis, pelvic pain, stress urinary incontinence and gestational diabetes mellitus. Concomitant products included pravastatin since (B)(6) 2018 for blood cholesterol abnormal, amlodipine since (B)(6) 2018 for blood pressure high, ranitidine since 2016 for gerd, medroxyprogesterone acetate (provera) since (B)(6) 2017 for haemorrhage nos, metformin since (B)(6) 2018 for type 1 diabetes mellitus as well as celecoxib (celoxib), hydrochlorothiazide, ibuprofen, medroxyprogesterone, medroxyprogesterone acetate (dmpa), naproxen, norethisterone (norethindrone), nsaids since (B)(6) 2012, omeprazole, paracetamol (acetaminophen) and paracetamol (tylenol). In 2012, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and nausea ("nausea"). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("anxiety/mental anguish"), migraine ("migraines"), headache ("headaches") and urinary incontinence ("bladder or rinary problem or changes urinary incontinence") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced menstrual disorder ("menstrual bleeding") and abdominal pain ("abdominal pain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, abdominal pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, depression, anxiety, migraine, headache and nausea had not resolved and the menstrual disorder, weight increased and urinary incontinence outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, female sexual dysfunction, headache, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, urinary incontinence, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 190 lbs. Patients is planned to removal of essure procedure due to essure-caused injuries, as alleged in complaint. Essure system threaded into the scope and essure coil deployed into the ostia, same done on right side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: confirmation of blockage of tubes; on (B)(6) 2013: results: essure device successfully occluded. Pregnancy test - on an unknown date: negative. Smear cervix - on (B)(6) 2016: results: negative for intraepithelial lesion or malignancy. Ultrasound scan - on (B)(6) 2017: abnormal uterine bleeding, pelvic pain, urinary incontinence. ¿concerning the injuries reported in this case, the following were described in patient¿s medical record menorrhagia, abdominal pain, dyspareunia, pelvic pain, headache, migraine, dysmenorrhea, lot number (12100241600ba) is not valid . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain/pain') in a 37-year-old female patient who had essure (batch no. 12100241600ba not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight and uterine fibroid. Patients denies cp, palpitations, sob, abdominal pain, nausea & vomiting, change in bowels, or calf tenderness or swelling, bleeding or clotting disorders, painful bm's, severe mood disturbance or irritability. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included blood pressure high since (B)(6) 2012, uterine fibroid, uterine bleeding, bloating, constipation, endometriosis, ovarian cyst, type 1 diabetes mellitus, facial paresthesia, feeling down, pain in heel, leg pain, stomach pain, epigastric pain, hypertension, thrombosis, pelvic pain, stress urinary incontinence and gestational diabetes mellitus. Concomitant products included pravastatin since (B)(6) 2018 for blood cholesterol abnormal, amlodipine since (B)(6) 2018 for blood pressure high, ranitidine since 2016 for gerd, medroxyprogesterone acetate (provera) since (B)(6) 2017 for haemorrhage nos, metformin since (B)(6) 2018 for type 1 diabetes mellitus as well as celecoxib (celoxib), hydrochlorothiazide, ibuprofen, medroxyprogesterone, medroxyprogesterone acetate (dmpa), naproxen, norethisterone (norethindrone), nsaids since (B)(6) 2012, omeprazole, paracetamol (acetaminophen) and paracetamol (tylenol). In 2012, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and nausea ("nausea"). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("anxiety/mental anguish"), migraine ("migraines"), headache ("headaches") and urinary incontinence ("bladder or rinary problem or changes urinary incontinence") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced menstrual disorder ("menstrual bleeding") and abdominal pain ("abdominal pain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain was resolving, the menstrual disorder, weight increased and urinary incontinence outcome was unknown and the vaginal haemorrhage, menorrhagia, abdominal pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, depression, anxiety, migraine, headache and nausea had not resolved. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, female sexual dysfunction, headache, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, urinary incontinence, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 190 lbs. Patients is planned to removal of essure procedure due to essure-caused injuries, as alleged in complaint. Essure system threaded into the scope and essure coil deployed into the ostia, same done on right side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: confirmation of blockage of tubes; on (B)(6) 2013: results: essure device successfully occluded. Pregnancy test - on an unknown date: negative. Smear cervix - on (B)(6) 2016: results: negative for intraepithelial lesion or malignancy. Ultrasound scan - on (B)(6) 2017: abnormal uterine bleeding, pelvic pain, urinary incontinence. ¿concerning the injuries reported in this case, the following were described in patient¿s medical record menorrhagia, abdominal pain, dyspareunia, pelvic pain, headache, migraine, dysmenorrhea, lot number (12100241600ba) is not valid. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 28-apr-2020: pfs received: event outcome of pelvic pain was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain/pain') in a b)(6) female patient who had essure (batch no. 12100241600ba not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight. Patients denies cp, palpitations, sob, abdominal pain, nausea & vomiting, change in bowels, or calf tenderness or swelling, bleeding or clotting disorders, painful bm's, severe mood disturbance or irritability. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included blood pressure high since (B)(6) 2012, uterine fibroid, uterine bleeding, bloating, constipation, endometriosis, ovarian cyst, type 1 diabetes mellitus, facial paresthesia, feeling down, pain in heel, leg pain, stomach pain, epigastric pain, hypertension, thrombosis, pelvic pain, stress urinary incontinence and gestational diabetes mellitus. Concomitant products included pravastatin since (B)(6) 2018 for blood cholesterol abnormal, amlodipine since (B)(6) 2018 for blood pressure high, ranitidine since 2016 for gerd, medroxyprogesterone acetate (provera) since (B)(6) 2017 for haemorrhage nos, metformin since (B)(6) 2018 for type 1 diabetes mellitus as well as celecoxib (celoxib), hydrochlorothiazide, ibuprofen, medroxyprogesterone, medroxyprogesterone acetate (dmpa), naproxen, norethisterone (norethindrone), nsaids since (B)(6) 2012, omeprazole, paracetamol (acetaminophen) and paracetamol (tylenol). In 2012, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and nausea ("nausea"). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("anxiety/mental anguish"), migraine ("migraines"), headache ("headaches") and urinary incontinence ("bladder or urinary problem or changes urinary incontinence") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced menstrual disorder ("menstrual bleeding") and abdominal pain ("abdominal pain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, abdominal pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, depression, anxiety, migraine, headache and nausea had not resolved and the menstrual disorder, weight increased and urinary incontinence outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, female sexual dysfunction, headache, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, urinary incontinence, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight (B)(6) lbs. Patients is planned to removal of essure procedure due to essure-caused injuries, as alleged in complaint. Essure system threaded into the scope and essure coil deployed into the ostia, same done on right side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: confirmation of blockage of tubes; on (B)(6) 2013: results: essure device successfully occluded. Pregnancy test - on an unknown date: (B)(6). Smear cervix - on (B)(6) 2016: results: (B)(6) for intraepithelial lesion or malignancy. Ultrasound scan - on (B)(6) 2017: abnormal uterine bleeding, pelvic pain, urinary incontinence. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record menorrhagia, abdominal pain, dyspareunia, pelvic pain, headache, migraine, dysmenorrhea, quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 28-jan-2020: pfs received-on 30-nov-2018, she explanted essure for event pelvic pain. Case became incident. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.